Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. The keypad was damaged and when removed for investigation, contamination was noted under the contacts of all buttons. Additionally, the symbols on the keypad are worn off and unable to be read.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were not working. The patient reported that the keypad buttons began intermittently responding about one year earlier. The patient stated since the intermittent response, the keypad had began to peel and the keypad button symbols were wearing off. The patient reportedly wore the pump with a pump skin in a pocket and cleaned the pump with q-tips and baby wipes. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.